Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after twelve years six months, CT-abdomen demonstrated perforation of several struts beyond the ivc wall where an anterior strut extends into the posterior wall of small bowel loop by 2 mm, right lateral strut extends into the retroperitoneal fat anterior to the right psoas muscle by 9 mm, posterior strut extends into the right psoas muscle by 8 mm, posterior strut extends posterior-inferiorly almost abutting the anterior cortex of the l3 vertebral body by 6 mm, left lateral strut extends into the right lateral aspect of the abdominal aorta by 4 mm, left strut extends posterior-inferiorly to terminate in the fat just posterior to the aorta by 8 mm and left strut extends anteriorly to abut the anterior wall of the aorta by 5 mm). Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: labeling review: the current instructions for use states: warnings: if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer catheter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis / pulmonary embolism and in conjunction with abdominal/ pelvic surgery. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.